Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, resulting in "eye and organ ('heart, lung, liver, kidney, intestines') damage, neuropathy, skin damage". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer "was taken to ER [emergency room]" and subsequently admitted to the hospital. Reportedly, customer is using their "own manual injections" while in the hospital to resolve the issue. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.